Event description:
Customer reported that their pump screen was dark and wouldn't turn on due to a fall on bathroom tiles. There was no reported adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support planned to replace the pump, but since it was out of warranty, they provided the customer with a supplier's report instead.